Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation as well as obtained angiogram imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vascular closure device instructions for use lists potential adverse events related to the deployment of vascular closure devices to include local trauma to the femoral or iliac artery wall, such as dissection and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use also lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage. Warnings are also listed and include do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Deployment depth for manta vascular closure device (manta) was measured at 5.5 cm + 1.0 cm. The patient's artery size was noted to be 6.0 - 7.0 mm in diameter with minor calcification present. The operator reportedly had trouble introducing the 14f tavr sheath; the first sheath attempted kinked/bent. A second 14f tavr sheath was successfully advanced through the common femoral artery. After the tavr was completed, the manta vascular closure device (manta) was deployed to close the femoral access site. A post-deployment angiogram revealed an area of "hazy appearance" at and below the manta's radiopaque lock. Normal arterial flow continued distal to the deployment site. The operator opted to balloon the site with two inflations of a 6x20 mm balloon resulting in good angiographic result.

Manufacturer narrative:
The complaint stated the operator had difficulty while attempting to insert the initial procedural sheath. The sheath reportedly was kinked and bent. The IFU lists: "do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure" as a warning. It is suspected the patient had a dissection or collagen was deployed partially in the vessel which caused the haziness at and below the manta access site. Dissections are a common large bore procedure complication; therefore, it cannot be determined if a dissection was present to prior to or occurred during the manta deployment. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac wall, such as dissection. The risk documentation was reviewed, and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.